Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck. The 95% stenosed target lesion was located in the mildly tortuous and moderately superficial femoral artery (sfa). A 1.50 mm peripheral rotapro burr-advancer, set at a rotation speed of 170,000 rpm, was selected for treatment of the diseased area located within an existing stent. The burr was advanced to the lesion, reaching speeds of 165,000 -168,000 rpm, and became caught in the stent struts resulting in a stall. After several minutes of manipulating the device, the burr broke free of the stent and was removed in dynglide mode via the rotawire. Intervention was continued by advancing a balloon and stent over the rotawire to complete the procedure. The patient fully recovered. During the procedure, upon the first pass at a set speed of 17k rpm, the burr tangled and got caught on the existing stent struts distal sfa. The burr stalled and would not spin. Manipulation of the device release the burr and remove over the wire intact. The procedure was completed with an alternative method. There were no complications reported and patient fully recovered post procedure.